Event description:
After placing a foley catheter the rn noticed that the urine was leaking at the point where the catheter tubing connects to the collection bag. A new foley catheter kit was opened and was properly secured at that same connection point. The tubing and bag were replaced with the new one and the prior was sequestered for evaluation. Staff were not exposed to urine.